Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of pulse field ablation farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician proceeded to exchange for faradrive sheath and with additional force, physician noted he was unable to insert sheath into the femoral vein. Physician noted that the radiopaque/black tip of the sheath had a ridge at the distal end and felt a bit thicker than typical faradrive sheaths. The procedure was completed successfully by another faradrive sheath. No patient complications have been reported. The product is expected to be returned. It was further reported that the sheath did not kink. There were no tears/rips/holes observed on sheath. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. No abnormalities were observed on the exterior of the device. The interface compatibility between the returned sheath dilator was assessed by inserting the dilator into the sheath. The dilator was able to be fully inserted into the sheath. The distal end of the shaft was inspected under the microscope. Slight deformation was noted on the distal tip, where a lack of taper was observed by the bulbous appearance. Inspection of the distal tip of the sheath with the dilator inserted found that the transition between the dilator and sheath tip was abrupt, contributing to a non-smooth insertion during femoral access. Dimensional inspection of the sheath confirmed the inner and outer dimensions of the distal tip met specification.

Event description:
It was reported that during the preparation of pulse field ablation farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician proceeded to exchange for faradrive sheath and with additional force, physician noted he was unable to insert sheath into the femoral vein. Physician noted that the radiopaque/black tip of the sheath had a ridge at the distal end and felt a bit thicker than typical faradrive sheaths. The procedure was completed successfully by another faradrive sheath. No patient complications have been reported. The product is expected to be returned. It was further reported that the sheath did not kink. There were no tears/rips/holes observed on sheath. No other issue has been reported.